Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at an unspecified time on the morning of (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿300, 90, 150 and 100 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient manages her diabetes with self-adjusted insulin (humalog, unspecified dose) and advised that in response to the alleged inaccurate results, she administered 5 units of insulin. The patient reported that 15 minutes after the alleged issue began, she developed the symptom of feeling ¿shaky¿ and that she self-treated by drinking some orange juice. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.